Event description:
Reference number (B)(4). Event occurred in greece. On (B)(6) 2024, it was reported that the patient faced infusion set had occlusion which prevents the flow of insulin. No further information available.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country: greece.